Event description:
It was reported that there was an inflammatory reaction, erythema and hyperemia, in less than 24 hours, having placed, without bacterial fuel to catheter removal, installation bleeds, the arm increases in diameter and there is inflammation along the glass. When the catheter is removed the erythema and hyperemia in the patient disappeared without any treatment.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.